Manufacturer narrative:
One cassette set was received for evaluation. The device appeared in used condition. Visual inspection of the returned device did not present any defects. Review of the photo provided did not detect any leakage. Leak testing was also conducted, and no leaks were noted. The device functioned as intended and no fault was found. No lot number was provided; therefore, device history record review could not be completed.

Event description:
It was reported that when filling medical fluid into the product during a pre-use check, there was leakage from the bag into the cassette housing. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07694 is no longer considered reportable, please disregard any MDR reports associated with it.